Event description:
The customer contacted physio-control to report that their device had a service indicator present and that it had failed a user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would continually reset by itself upon powering on the device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface (ui) to stack flex cable assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui to stack flex cable assembly and determined that the cause of the reported issue was that the cable was physically damaged (torn).